Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep provided the data report. Agent requested a new mdt report in the future after the patient has updated their date and time on the controller. Currently, it's difficulty to understand the flow of events as the dates and years are really disjointed. On (B)(6) 2025 rep was present with the patient (pt) in the clinic. Patient stated on the phone they are having issues with their stimulation turning off intermittently. When they go to their controller, it will show therapy off. This began in december and a rep was notified last week. Patient states they will see a message stating "settings not available" and they cannot increase stimulation. Patient also stated this became worse after a fall the patient had two months ago. Patient also stated they had a [unrelated] seizure, a fall and broke their tailbone. Patient was told in the past that pt has scar tissue over the right side of the ins. Patient states last year they kept stimulation at 9.5 ma but this year it is at 11.5 and pt is not feeling stim. Patient stated they only feels stim in their legs, but used to feel it in their back. This is happening in all positions. Technical services (tss) reviewed possibility of lead migration due to falls and rep plans to speak with the physician to look into this. Tss advised rep to complete an impedance check which revealed the following: programmed in group a at 9.3 ma, 5.4 ma and 5.4 ma. Group b has no programming. Programmed on 4 and 6, 0 and 3 and 3 and 5. Reference of 4 showed electrode 6 at 1010 ohms, reference of 3, all electrodes below 1030. Reference of 0: all electrodes between 700 and 970ohms. Rep plans to try re-programming today and follow up with the physician. Patient a lso reported they will charge the ins and it will stop charging before it reaches 100%. Patient stated they typically sees "excellent" and pt charges with the paddle up to their skin. Tss advised rep to look at the recharge diary which revealed march 10th to 100%, then since then charging to 60-90% with an average of good charging. The patient kept a diary of the 8th through the 14th. Patient did not have their recharger with them. Tss advised patient to call patient services if this persists. On 2025-may-19 the rep reported the cause was not yet determined, and the patient was seen by another rep on (B)(6) 2025. No impedances were noted. The patient stated the charging and the turning on/off issue was better, but not fixed. The rep is planning to meet the patient again in a couple of weeks, and the issue is not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep met with the patient to further troubleshoot stimulation and charging issues. Patient states she received new controller in the mail last thursday. She has attempted to use the new controller and newer recharger and states that it is not working. States that the controller will state excellent or good connection but that the ipg will not charge past 50% in most cases. She states the controller will go to empty charge and she has to stop recharging the ipg to charge the controller, and then restart the recharging of the ipg later. She states the most charge she has been able to get is 70%. During their visit, the rep was able to get an excellent connection that held excellent or good connection for about 30 minutes and controller stayed the ipg life increased from 20% to 50% during this time. The rep discussed different charging techniques and patient will keep working with it. On current programs, the noted an expected battery recharge interval of 1.8 days and patient does increase amplitude throughout the day sometimes. Patient complained of new pain in the mid thoracic that extends to left ribs. States it seems to get worse with increase in amplitude. Describes it as stabbing pain. Despite this pain, patient does report that the stimulator does help with her low back and leg pain. She expressed that that is her chronic pain area and it has increased in the last several weeks as well. During the visit, they deleted all current programs. They tested different portions of both leads with a spaced bipole. While increasing amplitude patient would yelp and state that she felt stabbing pain and would reach back to touch the thoracic spine. They turned off stimulation and she stated the pain remained though less intense. This occurred with every area of the leads that I tested. Patient reports having recent xray of lead placement, which was confirmed with np through the charting system. No changes with leads noted. Impedance check was performed and there were no impedances. They discussed leaving stimulation off for a week to see if new pain symptoms would subside. Patient was apprehensive to leave stimulation off, expressing fear that it would leave her normal chronic pain worse off. She stated that if her chronic pain is relived, she ¿could take it [the new stabbing pain]. They did set up a spaced bipole configuration in which she stated that she felt normally tingling in chronic painful area with just mild rib pain. They will follow up in clinic next week for further troubleshooting and assessment, and possibly attempt reprogramming.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Caller reports when patient lays down or standing up, the recharger disconnects, and patient have to re-establish their coupling. Caller reports this started about 2 months ago. Caller reports they use their leggings and underwear to stabilize the recharger. Caller did not have their recharging belt currently, it's at home. Caller reports when they palpated the ins, the right side is a little deeper, harder to feel. Suggest patient to use the recharging belt. Additional information was received from the manufacturer representative (rep). Caller reports for the past several months, patient indicated the ins turns stimulation off by itself, patient can feel stimulation is turned off. Caller reports they would manually have to turn stimulation back on, ins is not depleted. Caller reports patient would see settings not available. Cannot provide your desired intensity settings. Caller reports this happens several times in a day. Caller reports patient can decrease intensity, but cannot increase intensity. Caller reports they were able to increase intensity on their tablet. Caller reports patient has 3 groups programmed: group a1: primary usage group c: sometimes, dtm programmed. Group b: do not use. Suggest deleting group b. Patient is programmed: a1: 4+6- 7.8ma/200pw/50hz. Patient cycling and all programs together â¿¿ off c: dtm: c1: 0-2+ and c2-4: 2+4- electrode impedance shows: 4/6: 1030 ohms 0/2: 940 ohms 0/6: 990 ohms 0/4: 990 ohms 2/4: 1010 ohms ins battery level: 70% suggest obtaining mdt data report. Caller reports this is their second interrogation on this patient. Mdt rep had interrogated patient prior to calling into ts. Diary unable as patient controller shows incorrect year, currently at 2012 caller reports patient has access to cycling and all programs adjustment together. Suggest turning off all programs adjustment together caller will send in the mdt data report. Suggest correcting the date/time on the controller. Caller reports patient will be seen again next. Suggest a detail diaries of when stimulation is off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reports the patient (pt) reported that they turned stimulation back off after last reprogramming. Rep reports the pt stated "it's not on... I'm having absolutely terrible thoracic pain... I was in the ER for it... I'm pretty much done with the stim unit... I'd like to have it removed asap because it makes my back pain much worse now to turn it on. I even turned it down so it wasn't shocking as hard but the horrible pain was still there. The pain wraps around my ribs and into my abdomen down... I cannot handle the pain associated with the stim unit anymore.... Even with it off I have so much pain. I'm having an MRI right now and I think it looked ok so it's probably the stim unit causing all the pain unfortunately.¿ rep reports the pt was seen by a midlevel provider at the pain clinic today for symptom and MRI review, they discussed plan for explant of stimulator and possibility of pain pump in the future.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the ins and leads were explanted on (B)(6) 2025. The physician denies complication and the facility disposed of the removed product.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the explant date was pending approval, it was expected to schedule in the next couple of months